Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the cot could not reach load height. There was no patient involvement.

Manufacturer narrative:
The device could not be located for evaluation.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot could not reach load height. There was no patient involvement.